Manufacturer narrative:
Product event summary: the device was returned, analysis was performed and no anomalies were found. Performance data collected from the device was also received and analysis of the device memory found no anomalies. It was noted recommended replacement time (rrt) had not triggered.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) reached elective replacement indicator (eri) and an alarm was not triggered. The crt-d was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.